Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to over 300 mg/dl while wearing the pod between 4 and 24 hours. In addition the patients blood glucose level had also decreased to 53 mg/dl in the morning. The pod reportedly fell off the infusion site (arm) as the adhesive failed to adhere, causing the cannula to dislodge. The patients mother stated " last 2 units were for a correction and probably too much insulin".

Manufacturer narrative:
The patient reported that the cannula dislodged from the infusion site. The returned device was evaluated and no damages or defects were observed that would cause the cannula to dislodge. The exact cause of the reported symptom could not be determined. No issues were observed with the adhesive pad. The exact cause of the adhesive failure could not be determined.